Event description:
Ventilator was on pt set in simv mode. Pt could not cycle ventilator for a spontaneous breath - machine was locking pt out. Pt was attempting to be weaned at the time. Machine would deliver "control breaths" at rate set.